Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03473. The pt received 2 occipital scs leads (off-label) with different lot numbers. It was reported the pt was experiencing restricted head motion. X-rays identified a loop in one of the scs leads. Subsequently, the pt underwent a lead revision and the loop was corrected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.